Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the helix exhibited an unspecified issue after multiple repositioning attempts. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix. No anomalies were noted with the exception of procedural damage.